Manufacturer narrative:
(B)(4).

Event description:
The pt was maintained on oral medication, but due to inadequate control, an intrathecal drug delivery system was placed back on (B)(6) 2009. The pt had a very good response to this for the first few months. The pt had tried both higher doses and higher concentrations of baclofen, but then due to intermittent dysfunction this was replaced with a lower concentration to allow for a higher infusion rate. The pt's response was intermittent. Multiple troubleshooting parameters had been evaluated, including an x-ray performed on (B)(6) 2011, which was negative in findings. A dye study was performed on (B)(6) 2011 with negative findings. A baclofen assay level was drawn on (B)(6) 2011, with lower than expected results. Due to that presentation, the decision was made to do an entire catheter replacement on (B)(6) 2011. Intra-operatively, the surgeon opened the spinal incision and removed the existing catheter that was implanted, as well as a previous segment of catheter that had been left in the intrathecal space from his original implant of the 8709sc catheter on (B)(6) 2009, as well as a subsequent catheter revision done on (B)(6) 2010. It was decided that the catheter segments would be sent back to the MFR for eval. As of the date of the report, no product had been received. The drug in the pump at the time of the event was lioresal. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.